Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleeding could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years and 9 months. The pump was not explanted and therefore will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had gastrointestinal bleeding and required blood transfusion. The patient developed respiratory failure during the administration of blood products. The patient subsequently expired. There were no reported device issues associated with the event. No autopsy was requested and the pump was not explanted. No further information was provided.